Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the following. The oxide film had been occurred due to the dimension variability of the terminal and long term use. Also the oxide film on the subject device made the electrical resistivity higher and then it made the electrical conduction difficult and abnormal. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the lamp error e105 occurred. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the led unit had failure and the cable was burnt, also the examination light was not output. There was no report of patient injury associated with the event.